Event description:
It was reported that the patient went to the clinic because this inflatable penile prosthesis (ipp) was not working properly. Two weeks later, a surgical procedure was performed, during which a crack in the right cylinder connecting tube was identified. The right cylinder and the pump were removed and replaced. There were no patient complications.

Event description:
It was reported that the patient went to the clinic because this inflatable penile prosthesis (ipp) was not working properly. Two weeks later, a surgical procedure was performed, during which a crack in the right cylinder connecting tube was identified. The right cylinder and the pump were removed and replaced. There were no patient complications.

Manufacturer narrative:
Upon receipt at our quality assurance laboratory, this inflatable penile prosthesis (ipp) underwent a thorough analysis. The first cylinder was microscopically inspected, and leak tested. Microscope examination revealed that the cylinder had wear at fold in the proximal end, middle, and distal end. No leaks were identified in the cylinder. The pump was microscopically inspected, leak and functionality tested. Microscope examination revealed that the pump tubing was cut down to the pump block; the tubing was not returned for analysis. The pump failed the functional test. No leaks were identified in the pump. Based on the information available and analysis results, a conclusion code of cause traced to component failure was assigned to this investigation. The conclusion was selected based on the failure of the pump that did not pass the functional test.